Manufacturer narrative:
(B)(4), fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr418 optiflow junior 2 nasal cannula was damaged during use. It was further reported that the device had been in use for 20 days which is over the devices documented service life. There were no reported patient consequences.

Event description:
A distributor in japan reported on behalf of healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an (B)(6) optiflow junior 2 nasal cannula was damaged during use. It was further reported that the device had been in use for 20 days which is over the devices documented service life. There were no reported patient consequences.

Manufacturer narrative:
(B)(4) correction: g1 method: the complaint (B)(4) optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected and tested using scanning electron microscopy (sem). Our investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the complaint device revealed that the tubing had split near the discoloured and corroded sections of the tubing. Sem testing revealed that sodium chloride was present on the discoloured film and wire section, resulting in the corrosion of the stainless steel wire in the tubing. Conclusion: based on the sem results, it is likely that the cannula was exposed internally to sodium chloride. The saline solution permeated through the tube material and reacted with the stainless steel wire in the cannula, causing the film material of the cannula tubing to discolour and degrade. It should also be noted that the subject cannula was in use for 20 days which is against its intended use, off-label and may have possibly contributed to the reported event. As per the user instructions (ui), the technical specifications state that the product is intended to be used for a maximum of 7 days. The ui also provides the following caution, "using this product beyond 7 days may impair performance of this product or compromise safety (including potentially causing serious patient harm)." All optiflow junior nasal 2 cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The ui also illustrates in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in japan reported on behalf of healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was damaged during use. It was further reported that the device had been in use for 20 days which is over the devices documented service life. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to nasal cannula section d2b: product code update to btt section d4: serial number intentionally left blank as the information is not applicable section d4: lot number and UDI details were not provided by the healthcare facility section g4: PMA/510(k) number updated to k222197. Method: the complaint ojr418 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected and tested using scanning electron microscopy (sem). Our investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the complaint device revealed that the tubing had split near the discoloured and corroded sections of the tubing. Sem testing revealed that sodium chloride was present on the discoloured film and wire section, resulting in the corrosion of the stainless steel wire in the tubing. Conclusion: based on the sem results, it is likely that the cannula was exposed internally to sodium chloride. The saline solution permeated through the tube material and reacted with the stainless steel wire in the cannula, causing the film material of the cannula tubing to discolour and degrade. It should also be noted that the subject cannula was in use for 20 days which is against its intended use, off-label and may have possibly contributed to the reported event. As per the user instructions (ui), the technical specifications state that the product is intended to be used for a maximum of 7 days. The ui also provides the following caution, "using this product beyond 7 days may impair performance of this product or compromise safety (including potentially causing serious patient harm)." All optiflow junior nasal 2 cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The ui also illustrates in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."